Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and fentanyl (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2017. It was reported the pump was switched out (B)(6) 2016 because of normal battery depletion. Once they put the new pump in it never looked the same. The patient was a trim man. In 2017 the pump looked like it came out and was floating on top. The patient had a great big lump and the belly looked extended. It seemed like the pump was further out over the last years. The patient experienced a gradual change in therapy. On (B)(6) 2018 the patient experienced pain at the pump site. On approximately (B)(6) 2018 there was swelling at the pump site. This was a new pain around the pump and around the back and close to the area of the catheter that goes into the spine. The pain was so intense he could not tell if the pump has stopped working. The pump was not alarming. The patient tripped over something in the garage and hit the floor in september or (B)(6) 2017. The patient was not aware of that affecting the pump because he did not hit his stomach. The patient has not started any new activities. The patient had been in and out of the hospital three times in the last three weeks. The patient went in on (B)(6) and was released on (B)(6) . The patient went in on (B)(6) and was released on (B)(6). The patient went in on (B)(6) and was released on (B)(6). ¿all sorts of tests¿ were run; several cat scans with and without contrast of the abdominal area. It was believed that a dye study was not done. The patient went to the hospital to get their pain under control, once they got the pain under control they send the patient home and do not look into the cause any further. The ¿system¿ appears to be not working. When the patient was in the hospital they saw problems with the patient¿s heart and he had to get four stents and he already had five in. The hospital thought the problem was stemming from the heart problems. The reporter planned to take the patient to a different hospital on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It looked like the pump may have come out of the pocket. The doctor felt around it and did not believe there was an issue. The first time the patient was in the hospital it was believed he had viral illness and was treated with antibiotics. The patient was in the hospital the second time as stents were put in. The third time the patient was in the hospital was due to chest pain. The fourth time the patient was in the hospital was due to blood pressure of 58/43. None of it was related to the pump. Computed tomography scan was done and indicated the patient might have an abdominal aortic aneurysm forming. Since the patient got home from the hospital he had been in bed. Patient weight was (B)(6) pounds. Medical history includes a traffic accident in 1981, laminectomy, coccygectomy, spinal fusion with bone, steel fusion wiltse system.